Event description:
The customer called and reported she was attempting to fill tubing with her insulin pump but could not reach the screen beyond that. Customer stated insulin came shooting out, she did not see any numbers on the screen, and she saw a bubble in the reservoir. After changing the infusion set and reservoir, insulin would still squirt out. Customer believed she received an alarm indicating a compromised force sensor system. Customer's blood glucose was 99 mg/dl. During troubleshooting, customer was instructed to hold down a button until insulin were to exit out of the tubing and observe the end of the tubing once button was released. Customer stated the motor did not slow down, numbers did not ramp up on the screen, and insulin came squirting out. The drive support cap appeared normal. It was advised that the customer discontinue use of the device. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.